Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer issue of "close door" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the link was binding causing the door to not open properly. The link requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize closed door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.